Event description:
Pt reported receiving an e4 (occlusion) alarm. She discovered that insulin cartridge was cracked and insulin leaked inside the cartridge compartment. Pt stated that she dried the cartridge compartment, changed the cartridge, infusion set, and adapter. She indicated that the display is difficult to read. Pt replaced the power pack, but the display remained difficult to read. She did not report any physiological effects associated with the issue. No medical assistance was required. Product was requested to be returned for evaluated.